Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04160 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that a resolution clip device was used during a unknown type of procedure. According to the complainant, during the procedure, they were able to fully deploy the clip. However, after it was deployed, one side of the clip opened, causing the clip to detach from the tissue. The clip was left inside of the patient without consequence for the patient. The procedure was able to be completed with an unknown type of device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Additional information provided: procedure performed was an af ablation. (B)(4). The catheter passed electrical test, temperature bath test, generator test, patency/flow test. The root cause of the impedance issues could not be determined. In addition, device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Manufacturer narrative:
The impedance cut-off was at 180 ohms, baseline impedance was 120 - 140 ohms.(B)(4).

Event description:
It was reported that during the procedure, ablation was repeatedly stopped due to impedence cut offs. The catheter was reading high impendences. This patient also developed a pericardial effusion and an cardiac aspiration was performed to stabilize the patient.